Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 9 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #5 26-apr-2018 device evaluation: in q1 2018, there were 3 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 30-jan-2018 device evaluation: in q4 2017, there were 9 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #9: date of submission 10-jul-2019 - device evaluation:in quarter 2 of 2019, there were 1 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 764 allegations of a malfunction, 502 pumps were returned to animas and investigated. Of the investigated pumps, 497 were found to be malfunctioning due to cracked battery compartment and damaged battery compartment threads. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there were 6 additional instances of battery compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 764 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-383 pounds and between 2 and 84 years of age. Of the reported patients, 333 were male, 427 were female, and 4 were unknown.

Manufacturer narrative:
Device evaluation:in quarter 3 of 2018, there were 2 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 338 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 3 instances of battery compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.